Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that there is a leak in the reservoir of the insulin pump. Customer's blood glucose reading was 208 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, found the reservoir failed per specifications due to the snap cap was detached from the reservoir barrel and found the snap cap was attached to the transfer guard per our visual inspection.